Manufacturer narrative:
A philips service engineer (se) evaluated the device and confirmed the reported issue, it was then determined the issue was due to a failure related to the power cable/cord. The material ordered aligns with the recommended repair of the reported malfunction, per the service manual guidance. The replacement part was ordered for the repair; however, the device has not been repaired, due to other circumstances unrelated to the reported issue. The part will be replaced in accordance with the service manual. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint that during evaluation the ventilators power cable had more resistant than what is permitted during electrical test. There was no patient involvement. The investigation is ongoing.

Manufacturer narrative:
A philips service engineer (se) serviced the device and replaced the power cord. It was reported that the device was tested and verified, and then returned to factory settings. All test and verification procedures necessary to certify the return of the device to working condition were carried out satisfactorily.

Manufacturer narrative:
The suspected power cord was returned to philips for evaluation. The technician reported the following conclusion, "the power cord accusation of power cable has poor electrical resistance has resulted in a no fault found. Prior to electrical safety testing the tech verified through the use of a fluke multimeter and rigorous bending of the male end of the power cord, the female portion of the power cord and movement of the length of the power cord that no resistance issues were noted with the power cord. After the initial checking of the power cord with the fluke 87 multimeter the power cord was tested with the electrical safety analyzer. The resistance measurements of the ground conductor of the power cord are all within the allowable spec per v60/v60 plus ventilator service manual. Tech verified that the power cord passes all current leakage testing as well. Pil could conclude that no fault found with power cord."